Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The investigation results will be provided in the final report.

Event description:
It was reported the patient was unable to establish communication with the ipg following a unrelated surgical procedure on (B)(6) 2019. It was stated the ipg was not placed in surgery mode prior to the procedure. Troubleshooting was unable to resolve the issue. The next course of action has yet to be determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system.

Event description:
Based on additional information obtained, effective therapy was established post-operatively.

Event description:
Based on information obtained, the ipg was explanted and replaced on (B)(6) 2019.